Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to an internal motor failure, (B)(4) was due to a motor flex cable failure, and (B)(4) was due to motor circuit damage. During investigation for unrelated allegations, (B)(4) additional call service 064 failure was revealed due to a mechanical assembly fault.

Event description:
This report summarizes (B)(4) malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-84 years of age and between 38 and 275 pounds. Of the reported patients, (B)(6) were male and (B)(6) were female.

Manufacturer narrative:
Follow-up #2 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of call service 064 failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 39 allegations of a malfunction, 27 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to an internal motor failure, 1 was due to a motor flex cable failure, and 1 was due to motor circuit damage. During investigation for unrelated allegations, 1 additional call service 064 failure was revealed due to a mechanical assembly fault. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 39</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-84 years of age and between 38 and 275 pounds. Of the reported patients, 16 were male and 23 were female.